Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 530 mg/dl. Customer's other blood glucose value was 120 mg/dl and 430 mg/dl. The customer experienced symptoms such as vomiting and feel so tired and headache. Customer alleges pump is under delivering the customer was wearing the insulin pump during the hospitalization. The device was not expected to be returned for analysis.